Manufacturer narrative:
A ge representative evaluated the system and found water in the image intensifier. The image intensifier power supply was replaced. The camera power supply is on order. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported, the system would not produce x-rays. No pt injury was reported.